Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event; see also 3004485144-2016-00144 and 00145.

Event description:
It was reported that while the surgeon was impacting a cage with zyston straight inserter straight handle at mis-tlif operation; something like small metal particles/powder were seen from the inserter handle or shaft. Metal particles from the black 1/4 square t-handle upon impaction, was also observed. It is unknown if the small particles/powder fell into the patient. The surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of three for the same event; see also 3004485144-2016-00144-1 and 00145-1.

Manufacturer narrative:
The returned device was evaluated. Through testing performed by the complainant, the material debris was determined to be (B)(4). There are two subcomponents within the device assembly that are made from that material. The device was disassembled and those two components were examined. However, there was no evidence of wear or deformation of the two components which would have led to the debris found during the event. Further examination of the device did not find any evidence that the metal debris originated from the device itself. A review of the manufacturing records did not identify any issues which would have contributed to this event.